Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag and nutrineal pd4 unknown bag therapies continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization or if remedial therapy was rendered. The cause of the peritonitis was unknown. It was not reported if dianeal pd2 ultrabag and nutrineal pd4 unknown bag therapies were ongoing. At the time of this report, it was unknown if the outcome for the event of bacterial peritonitis with (B)(6) had resolved. Concomitant medications were not reported. The nurse considered the event of bacterial peritonitis with (B)(6) to be unrelated to dianeal pd2 ultrabag and nutrineal pd4 unknown bag therapies.